Event description:
It was reported that the balloon of this fogarty catheter ruptured when it was inflated and pulled to remove the blood clot at the anastomotic site during use. Patient demographics were requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A medical device report is being submitted for this returned 12tlw404f vascular catheter due to product evaluation findings. Customer report of the balloon of this fogarty catheter ruptured was confirmed. The balloon was found to be ruptured. The ruptured edges did not appear to match up. No visible damage or inconsistency was observed from catheter body and windings. Through lumen was patent without any leakage or occlusion. The lot history review was performed for lot number 65808263 in 630463049 and no other complaint with the same lot number or defect code was evaluated related to this nonconformance for thru-lumen product models. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter.". An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing design defect. Therefore, a root cause could not be established. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation process performed as per procedure.